Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Death and event dates provided are approximate and will be updated if additional information is received. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Our agent reported that the surgeon of (B)(6), told him that during this week 2 patients, that have been undergone to an endoprosthesis (not stryker products) and cement stryker simplex, are both death after the surgeries. So the surgeon wants to deepen all aspects including the possibility to check the other pieces present in the same box where the 2 cements, used during the surgeries, were (same lot).

Manufacturer narrative:
An event regarding a patient death involving simplex surgical bone cement was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection was performed on two of the three returned samples of lot code ccw033 while mixing the cement product. No free methylmethracrylate or any other unusual characteristics were observed during the mixing. Functional testing was performed on two of the three returned samples of lot code ccw033 to verify the maximum temperature and the setting time reached by the bone cement. All samples met the required specification for the test. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there has been one other event for the lot referenced. This other event is for the same surgeon in the same hospital and remains to be investigated. Conclusions: based on the information provided, the patient underwent surgery using simplex bone cement and subsequently died. Visual and functional inspection of the returned bone cement all met the specified requirements. No unusual characteristics were observed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as patient history, operative reports as well as medical notes detailing the sequence of events are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Our agent reported that the surgeon of (B)(6) hospital, told him that during this week 2 patients, that have been undergone to an endoprosthesis (not stryker products) and cement stryker simplex, are both death after the surgeries. So the surgeon wants to deepen all aspects including the possibility to check the other pieces present in the same box where the 2 cements, used during the surgeries, were (same lot).